Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. Customer called back after resting pump for 2 hours and replacing battery. Frozen display continued. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump received with functional lcd with visible rainbow discoloration. The pump passed the self-test. No frozen screen noted during testing. Successfully downloaded history files and traces using thus. The pump was cut open to perform visual inspection and found slightly bent glass on the lcd screen. The following were noted during visual inspection: scratched case, keypad overlay peeling, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, and pillowing keypad overlay. Frozen screen was not observed during analysis and passed all required testing. Frozen screen not confirmed. Missing segments were confirmed during analysis due to slightly bent glass on the lcd screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.